Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (pod pc) pusher assembly. The pusher assembly was kinked approximately 9.0, 22.0 and 55.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath had coagulated blood inside the lumen and the embolization coil had offset coil winds. Conclusions: evaluation of the returned pc400 revealed that the pusher assembly was kinked. This damage was likely incidental to the reported complaint. These kinks prevented functional testing of the coil and the non-penumbra microcatheter was not returned; therefore, the root cause of resistance could not be determined. Evaluation of the returned pod pc revealed coagulated blood inside the introducer sheath. If blood enters the introducer sheath and the device is not flushed after removal from the patient, the blood may begin to coagulate inside the sheath and prevent the coil from being advanced and retracted within its introducer sheath. During the functional test, resistance was encountered while attempting to re-sheath the pod pc and it could not be retracted any further. Further evaluation of the returned pod pc revealed that the embolization coil had offset coil winds. This damage was likely incidental to the reported issue and may have occurred due to packaging the device for return with the coil advanced outside its introducer sheath. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Therefore, root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01545.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01545.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400) and pod packing coils (pod pc). During the procedure, the physician successfully placed two pc400s in the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400, the physician experienced resistance approximately 20 centimeters from the proximal end of the microcatheter. Therefore, the pc400 was removed and successfully placed a new pc400 in the vessel. The physician then attempted to advance a pod pc, however, experienced the same resistance approximately 20 centimeters from the proximal end of the microcatheter and, therefore, the pod pc and microcatheter were removed. The procedure was completed using new pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.